Event description:
It was reported that there were no leg bags inside the bag that the customer received.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. The potential root cause for this failure could be "incorrect packaging unit operation in box". It was unknown whether the device had met specifications. However, the product is intended to be used for treatment purpose but it is unknown whether the product had a relationship with the reported event. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: a labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there were no leg bags inside the bag that the customer received.